Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that in "2008 or 2009" the patient's pump ran out of drug and it was "not fun." It was addressed at the time. No other information was provided. No further complications were reported.